Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain and chronic low back pain. In (B)(6) 2018, the patient¿s pump started to ¿move and flip.¿ the patient had his pump revised on (B)(6) 2018 and no traumas/events reported. It was asked and unknown if this was considered a sudden or gradual change in therapy/symptoms. No further complications were reported/anticipated or expected.